Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
No parts were returned for further investigation, therefore no root cause could be determined.